Manufacturer narrative:
Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin as part) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer is using off label insulin (novolin-r). Tandem technical support educated the contact that the pump is indicated for use with novolog or humalog insulin. Recommendation was made to consult with a healthcare provider to discuss diabetes management.